Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. During analysis an extended helix was noted with dried body fluid and tissue were noted in the helix housing which caused unsuccessful helix mechanism test. Furthermore, visual inspection showed typical surgery-related damage but is not considered abnormal.

Event description:
It was reported that this brady lead was an attempted implant due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was an attempted implant due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.